Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 3.4 mmol/l, hi (greater than 33.3 mmol/l), hi, and hi. Low blood glucose symptoms were reported with these results. Customer self-treated with 2 dextrose tablets. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.